Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fracture (overstress). The helix was over-retracted causing distal conductor distortion. Additionally, the inner tubing was cut and the outer insulation was breached/cut. There was also deformation/fracture of the proximal section of the inner coil and extension problems. Evaluation summary: (B) (4) distal conductor fracture (overstress). The helix was also over-retracted causing distal conductor distortion. Additionally, the inner tubing was cut and the outer insulation was breached/cut. There was also deformation/fracture of the proximal section of the inner coil and extension problems. The stylet returned with this lead was bent in multiple locations.

Event description:
It was reported the lead experienced elevated thresholds. The lead was partially extracted and replaced. No patient complications were reported as a result of this event. It was also reported that during an implant attempt, a 6935 lead had a faulty screw mechanism, and was not implanted. A second 6935 was attempted and the screw mechanism on that lead was also reported to be faulty, the lead dislodged, and after it was repositioned, there was high impedance of > 2500 ohms. The lead was not implanted. It was also reported that during the implant, the 4195 lead dislodged even though the lobes were deployed. This lead also was not implanted. No patient complications have been reported as a result of this event.